Event description:
Customer is a new freestyle user and has not been able to operate the device to receive a blood glucose reading. At 6:00 pm, customer attempted their first test without success. Before retiring for the evening, customer took their normal dose of insulin (45 units of 75-25) based on how they felt as their meter did not provide a reading. Customer awoke around 2:30 feeling weak. Customer again attempted to collect a blood glucose reading with the freestyle without success. Customer ingested a soda to raise glucose levels and called family member. Paramedics were called and received an unspecified low reading with an unknown brand meter. Paramedics provided dextrose to raise pt's glucose level. Testing was conducted on fingers.